Event description:
Caller indicated the relion confirm meter was giving variable readings. After using restroom, brushing teeth, and washing hands with soap and water, the caller performed a test and rcvd results of 515mg/dl which is high for him. Caller treated himself with novolog, and within a few minutes he began to feel dizzy, sweaty, and disoriented. About 15-20 minutes later he tested again to see where his bg levels were his results were 28mg/dl. Caller ate something and he began to feel better. Replacing meter/strips and sending control solution as the caller doesn't have any on hand so was unable to perform a control test. Educated on best practices in technique/storage and keeping control solution on hand.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.